Manufacturer narrative:
Patient information not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported a patient underwent an MRI of the pancreas and received a burn to the left thumb. The patient's mother stated that the medical staff forgot to remove from the patient's finger a metal sensor before using the magnetic scanner.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation indicates that the incident appears to be the result of the failure to adequately screen the patient for non-mr compatible materials, resulting in superficial contact with conductive material that was susceptible to high power radio-frequency (rf) transmission, resulting in a burn. The conductive material was a metal ring used to monitor the patient's pulse and blood pressure, and was left on the left thumb. Additionally, the patient was sedated during the scan, and may not have been able to alert the operator of any warming sensations they may have experienced during the scan. All reviewed data indicate the rf related safety mitigations (rf amplifier output and redundant power monitors) were functioning normally at the time. The customer did not provide any information regarding patient screening, monitoring, scan preparation, scan information, or level of technologist training that may have affected this incident. The available information did not indicate there were any system related issues that may have contributed to the incident. There is no evidence that the mr system malfunctioned. No further actions are planned at this time.